Event description:
On (B)(6) 2012, the reporter contacted animas stating that over the past few weeks, the patient has been experiencing a blood glucose (bg) value of 21.6mmol/l with ketones. The patient's bg was reportedly treated via the pump and the patient's bg reportedly decreased to 13.5mmol/l. It was noted that the reporter treated the patient's high bg by programming a temp basal and changing out the site/set. It was noted that the patient was never treated via correction injection. The patient reportedly has been going through a growth spurt. Customer support (cs) advised the reporter that the patient's growth spurt may be the cause for the high bg. Cs instructed the reporter to contact the certified diabetes educator (cde) for assistance with adjusting pump settings to maintain bg management. The reporter denied damage to the pump and denied that the pump was exposed to water. There were no settings/programming issues noted with the pump. There was no indication of site/set/cartridge issue. This complaint is being reported as the patient experienced hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion as the patient had an inadequate back up plan for treatment and was treated by adjusting basal settings.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2014 with the following findings: the battery cap and cartridge cap were not returned with the pump for investigation; test caps were used to complete investigation. Visual inspection revealed that the battery compartment was cracked. A review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2012 at 6:28pm. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.